Manufacturer narrative:
Age at time of event: about 65-70. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10436. It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. When the device was removed, it was noted that the distal stent struts were bent. A 3.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was then advanced but also failed to cross the lesion. The device was removed and it was noted that the distal part of the stent struts were bent. The procedure was completed with another synergy and promus stents. No patient complications were reported and the patient's status was fine.